Event description:
It was reported the connector of the groshong 4fr catheter did not lock at the end of the procedure, which could cause disconnection, it was necessary to open another sterile material to use the connector. Additional information: the sales executive was in the procedure and had to go in to certify that the lock was failing and it was not a process error. It was stated that this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4760 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refs4760) have been reported from the same facility in (B)(6).